Event description:
While the physician was implanting the device and specifically advancing the delivery sheath, the pt's pressure dropped. The physician questioned worsening of the shunt vs transient outflow tract obstruction vs air embolism vs other. The device position did cause worsening of the tr -tricuspid regurgitation-. The left disc was in the tunnel and the right disc was in the rv. The device was stable and deployed. The pt was in critical condition and was transferred to the cicu. Dates of use: (B)(6) 2010. Diagnosis or reason for use: ventral septal defect. Event abated after use: no.